Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that the patient's skin pigmentation changed in the implantable neurostimulator (ins) area. There were no signs of infection and all analysis for pathological agents or infection had been negative. The cause of the event was unknown. The hcp decided to make a preventative change in the ins site. Surgery to move the ins from the right side to the patient's left side of their chest was planned for (B)(6) 2016. The ins was going to be silicone coated for prevention. Nothing was going to be explanted. The issue was not resolved at the time of this report. The patient was alive with no injury. The rep additionally reported that the ins was explanted and replaced on (B)(6) with a silicone coated. The doctor created a new ins pocket closer to the midline chest. Six days after the surgery the issue was resolved for now.

Manufacturer narrative:
Analysis of the ins, model 37601, serial no. (B)(4), found no significant anomalies; the battery was normal end of life, telemetry and output okay. The ins was received for analysis with the eri bit set. The ins had good telemetry and output when tested on the bench. A longevity estimate was performed based on the programmed parameters that the ins had when received for analysis. No impedance information was given so the system impedance was assumed to be 1000 ohms. The estimate indicated an expected life of 3.43 years to eri. According to the trace report taken from the ins, the battery depleted to eri in 3.70 years ((B)(6) 2012 to (B)(6) 2016). Based on this information, the ins reached a normal eri condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.